Event description:
The customer reported to vyaire medical that a noise is coming from the back middle of the avea ventilator during insp and only when air is connected or fraction of inspired oxygen (fio2) is less than 100%. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined. However, the customer was advised that it appears that the issue is with the air reg inside the vent and that gde (gas delivery engine) should be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.